Event description:
Healthcare professional exonerated all previously reported events and reported "biocell revision." Healthcare professional reported "capsular contracture," baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified red and white particle material on the shell, and deformation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event and confirmation from a physician has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unspecified, visibility/palpability, nausea-non device related and varied injuries, non-device related.

Event description:
Patient reports capsular contracture, baker grade unspecified and "looks different." Patient also reports non-device related "felt funny", ¿feels [bad]", "things did not feel right", "so sick", ¿physically nauseated¿. This report captures the left side. Device remains implanted.